Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported event of iipv. The iipv was not confirmed in the logs, and not duplicated during pal evaluation. The most probable cause per the device logs was determined to be insufficient drain and false empty detect due to user error as the initial drain alarm setting was inappropriately programmed. The device will be sent to servicing.

Event description:
A customer contacted baxter's technical service center to report that the home patient (hp) has about 3l of fluid in his belly when he gets off the hc and at this time it's hard to breathe for the hp. The hp drained 3300ml and felt better. The fill volume was 2000ml. Therefore, this event meets increased intra-peritoneal volume (iipv) criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient notified her of this event and of his symptoms. The nurse stated that the patient's device was swapped. The patient has resumed therapy successfully since this event without any further issues. There was no patient injury or medical intervention associated with this event.